Manufacturer narrative:
The device has been received for evaluation: however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and there was a blockage in the cartridge. Customer changed the pump supplies and resumed insulin therapy. Reportedly the customer is using fiasp insulin. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided, with moderate ketones. Reportedly, the customer received assistance from his father who helped administer a correction injection via manual insulin injection.